Event description:
Customer reported the system is displaying a no service input error message. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated boards and video connections. System operates as intended.